Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that fire services had successfully delivered energy to the patient before disconnecting the CPR stat-padz from their AED and connecting them to this x series device. Complainant indicated that the clinician connected the same CPR stat-padz to the original AED to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated. The device was put through extensive testing using a known good test battery without duplicating the report. Review of the device log found the device was powered on via battery power only and immediately identified low battery and battery calibration required prompts. A shock advised prompt was given and the device began charging; however, the charge was disarmed when the user removed the pads. The device was unable to charge to the target energy. The battery used during the event was returned (sn (B)(6)) and the battery log recorded the battery was placed into the charger the day before the event with 9% charge, but did not charge. The battery recorded it was between 6% and 9% at the start of the event. As the device was charging for the shock advised prompt the battery depleted to 3% before the device shut down due to a low battery. The battery was returned to zoll and was able to charge successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.